Manufacturer narrative:
(B)(4). D10: 161035, oss rs axle, (B)(6) 161034, oss rs poly fem bushings set/2, (B)(6). 150476, oss poly tibial bushing, (B)(6) 150493, oss reinforced yoke, (B)(6) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown date and was subsequently revised due to a periprosthetic fracture following a fall and new component were implanted. The patient did well until developing slight recurvatum with knee extension beyond neutral. The patient then underwent a polyethylene insert exchange, and intra-operatively the bearing was observed to be cracked. Attempts have been made and no further information has been provided.